Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during an angiographic procedure. However, the procedure was completed at a different hospital after a delay of several hours. No patient harm was reported as a result. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the generator's point evr inverter had a short circuit and was defective. The fse replaced the inverter. After the inverter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 5m20 system failed to expose. The patient was undergoing an angiography procedure when the device failed to expose, resulting in the need to change hospitals to continue the operation. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during an angiographic procedure. However, the procedure was completed at a different hospital after a delay of several hours. No patient harm was reported as a result. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the generator's point evr inverter had a short circuit and was defective. The fse replaced the inverter. After the inverter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and the reporting address city have been updated.